Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the local field representative called technical services (ts) to inquire about this implantable cardioverter defibrillator (ICD) battery longevity calculation timer. The field representative reported that the ICD had reached elective replacement indicator (eri) status in january 2025 and had declared end of life (eol) status about two weeks post follow up clinic visit in middle of june 2025. However, it was reported that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and the device delivered an inappropriate shock. Subsequently a replacement procedure was performed, and this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the local field representative called technical services (ts) to inquire about this implantable cardioverter defibrillator (ICD) battery longevity calculation timer. The field representative reported that the ICD had reached elective replacement indicator (eri) status in (B)(6) 2025 and had declared end of life (eol) status about two weeks post follow up clinic visit in middle of (B)(6) 2025. However, it was reported that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and the device delivered an inappropriate shock. Subsequently a replacement procedure was performed, and this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the local field representative called technical services (ts) to inquire about this implantable cardioverter defibrillator (ICD) battery longevity calculation timer. The field representative reported that the ICD had reached elective replacement indicator (eri) status in (B)(6) 2025 and had declared end of life (eol) status about two weeks post follow up clinic visit in middle of (B)(6) 2025. However, it was reported that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and the device delivered an inappropriate shock. Subsequently a replacement procedure was performed, and this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.